Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer's mother stated that her son received an alert on their insulin pump. The patient's blood glucose level was high. The mother was advised to change the alert setting to vibrate on the pump but the customer did not want to do so. The customer stated they will monitor the pump and call back if they had any further issues. No further information was provided